Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified foreign material still attached to the explanted patellar implant. As the device was not returned further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall sizing is appropriate on this single lateral film. Patellar component is appropriate. Normal fit and alignment of the patellar component. No fracture or effusion seen. Normal bone quality. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that approximately 4 years post implantation, the patient underwent a right knee revision due to an overstuffed patella and more bone needed to be resected. It was reported that no further information is available.